Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited out of range atrial intrinsic amplitude of 03.mv (milli-volts). No atrial undersensing was observed on available electrograms (egms). There was a false atrial tachycardia response (atr) detection due to far-field r-wave oversensing. Technical services (ts) suggested reviewing programmed parameters. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.